Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the sureform 60 stapler blue reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. The sureform 60 stapler instrument used with the sureform 60 stapler blue reload will not be returned for evaluation. A follow-up MDR will be submitted if the sureform 60 stapler blue reload is returned and evaluated, and/or if additional information is received. A review of the logs showed the sureform 60 stapler instrument (part #480460-09 / lot #l91200331-0152) was last used on (B)(6) 2020, during this reported procedure with system sk3358. The logs showed the sureform 60 stapler instrument fired 6 sureform 60 stapler blue reloads. The sureform 60 stapler instrument had 6 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to this reported event. No image or video clip for the reported event was submitted for review. Refer to the report with patient identifier (B)(6) for the other sureform 60 stapler blue reload. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during the da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged that the sureform 60 stapler blue reloads did not complete the fire, and would get stuck to tissue. The surgeon was able to complete the staple line using the new sureform 60 stapler blue reloads. Although no patient harm occurred, if the reported malfunction were to recur, it could cause, or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the robotics coordinator contacted technical support to report that they had issues with two separate sureform 60 stapler blue reloads not firing all the way. The robotics coordinator stated that the sureform 60 stapler blue reloads did not complete the fire and would get stuck to the tissue. The surgeon was able to successfully seal the tissue using the new sureform 60 stapler blue reloads. It was unknown what arm the sureform 60 stapler instrument was used on and if there were any errors/faults when the issue occurred. The robotics coordinator reported all the sureform 60 stapler blue reloads came from the same box. The intuitive surgical, inc. (Isi) technical support associate (tsa) recommended to return the sureform 60 stapler instrument (lot#: l91200331-0152) for evaluation, but the robotics coordinator stated that it was thrown away. The tsa reviewed the system logs and did not find any stapler-related errors. The robotics coordinator stated that there was no patient injury, and the surgeon was able to complete the staple line using the new sureform 60 stapler blue reloads. The procedure was completed with no patient harm, injury, or adverse outcome.